Manufacturer narrative:
(B)(4). A flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned device revealed that the exposed glass tip measured 3.5 mm and appeared used. Additional examination under magnification revealed a small chip and stress fracture lines which caused the reported event. There were no signs of damage or other imperfections noted along the body of the laser fiber. No damage was noted to the fiber face within the sub miniature-a (sma)connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear, and round but a small reflection within the exposed glass fiber tip was noted with an effective transmission of 94.2%. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on february 23, 2016 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2016. According to the complainant, during the procedure, the aiming beam appeared to be exiting from two different directions. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed a small chip and stress fracture lines causing a reflection within the exposed glass fiber tip. \